Event description:
It was reported that there was notching of the femur during a total knee replacement procedure using a precision saw and blade. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was not returned for eval. Incorrect details of lot no were provided. It was not possible to determine the definitive root cause for the complaint as further info concerning the event was not made available.